Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an unable to proceed error during fill tubing consistent with an occlusion, which resolved during a guided dry run, indicating an issue with the infusion set supplies rather than the pump, with the problem characterized as a complete blockage involving the tube. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting, while the device problem was consistent with a complete blockage localized to the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.